Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6)2017 due to high blood glucose level of 320 mg/dl. The customer stated they were calling from a hospital to make sure that their insulin pump is working correctly but the customer was not wearing the insulin pump and did not have the insulin pump with her during the call for troubleshooting the issue. The customer stated they would call back to troubleshoot for the high blood glucose reading and the insulin pump. The insulin pump will not be returned for analysis.